Event description:
Patient with h/o bladder cancer sent to hospital from (B)(4) for brb noted in stool via ileostomy. Ngt placed by md in order to give the patient golytely to prepare for egd the next day. Confirming xray indicated tube coursing along projection of the left mainstem bronchus over the left hemithorax and is likely within the left lung. No pneumothorax noted. Ng tube removed. Patient drank the golytely.